Event description:
Additional information reported 13 months later, patient received a 2nd injection in the temples with juvéderm® voluma¿ xc. Approximately three months later, patient reported they were admitted to the hospital with chronic obstructive pulmonary disease, deemed not related to the device. Patient could not recall medication that was used as treatment. Patient has been discharged from the hospital. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00463 (allergan complaint #: (B)(4)). This MDR is being submitted for the first injection of the suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of chronic obstructive pulmonary disease (not device related) is considered an unexpected adverse drug experience.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "right ring finger infection," deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported the non serious non device related event of ¿lumbar strain¿ and the unexpected serious non device related event of "right ring finger infection" after a patient was injected in the temples with juvéderm voluma® xc. Treatment is noted as ¿tizanidine 2mg¿, "doxycycline 100mg¿, ¿mupirocin 2% ointment¿ bid. Events have resolved.